Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the 2 videos provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the videos provided. Review of video 1 confirmed that the catheter was leaking from a crack/break. 2 streams could be seen coming from the catheter but the exact location of the crack/breakage can not be determined from the video. In video 2, water can be seen on the bottom outside of the blue catheter. It can also be seen in this video that the user is injecting water into the wrong luer of the catheter hub. The syringe is connected to the luer for the wire guide connection.. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product manufactured was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon leaked through the catheter and it was not possible to inflate. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.